Event description:
The customer reported a ventilator experienced a low leak alarm during clinical use. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reviewed the patient circuit set up and found no exhalation device in line with the test lung, therefore, the rse advised that the unit is operating as expected with this test set up. The customer advised that this is a rental unit and that they will contact the rental company and request a replacement vent. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.